Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered a lead warning for high impedance. The lead was programmed off and remains in the patient as the patient has chronic atrial fibrillation (af). The physician will assess the lead at a future date. The lead remains in the patient out of service. No patient complications have been reported as a result of this event.